Event description:
It was reported, that the compressor alarmed for low pressure. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
A compressor mini was reported giving low pressure alarm. A service engineer investigated the compressor and replaced the radial fan. Pre-use checks passed and the compressor was back cleared for clinical use. The faulty fan was discarded. The purpose of this radial fan is to provide forced air cooling for the cooling coil and for the compressor with motor. If the radial fan stops to work, the compressor may get hot and high temp alarms will be generated. If the compressor fail to build up pressure, it may not be able to supply air. If the compressor fails to supply air to a connected ventilator, it will switch to pure oxygen delivery and alarms for high oxygen concentration will be generated. If, in addition, no oxygen is connected to the ventilator, ventilation will stop. Alarms will be generated. As no parts were sent for further investigation, the root cause of the low pressure alarm could not be determined.

Event description:
Manufacturer ref. #: (B)(4).